Manufacturer narrative:
According to the field, there are no plans at this time to make any changes to the system. An x-ray taken of the system did not reveal any abnormalities. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was cross-talk oversensing atrial beats on the ventricular channel which led to pacing inhibition with just over two seconds of asystole. At this time, no changes have been made and the crt-d remains implanted and in service. No adverse patient effects were reported.